Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the short circuit was not determined. The patient is going to surgery for a revision on 1/29. This information was confirmed with the account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep) reporting that a therapy impedance was measured at the contacts that showed a short circuit and it was determined that those contacts are not usable. The cause of the zapping was due to the impedances showing a short circuit. Actions/interventions included programming set to monopolar program and therapy impedance was in normal range. The issue is not yet resolved. They are seeing a neurosurgeon for a consult. This information was confirmed with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep indicated that no device(s) were explanted as a result of the event. The revision was cancelled because the patient no longer reported the issues and the impedances showed normal. The devices remain implanted .the issue was resolved.

Manufacturer narrative:
The event date is an estimated date "about a week ago" from the notified date of (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient started feeling "zapping" in their legs about a week ago. They are not aware of anything prompting this. They provided impedance values, all taken with 3.0v, from (B)(6) and (B)(6). They were unsure what the patient was programmed on at this time, (B)(6): 8/9 - 88 ohms, 8/10 - 147 ohms, 9/10 - 101 ohms. (B)(6): 8/9 - 1723 ohms, 8/10 - 1762 ohms, 9/10 - 1840 ohms and 8/9 - 1196 ohms, 8/10 - 1208 ohms, 9/10 - 146 ohms. It was reviewed to take impedances in various range of motions (rom) or positions and discussed x-ray/fluoroscopy. The possibility of fractured lead/intermittent short was reviewed. Technical services sent the a610 manual to the caller and specifically reviewed the part of the document that talks about impedance maximums for components (pg 42-43). They may run further impedance tests and imaging.